Event description:
It was reported that the lead had no capture. It was also reported that fluoroscopy showed that the lead was shallow in the right ventricle. The patient was in heart block. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had no capture. It was also reported that fluoroscopy showed that the lead was shallow in the right ventricle. The patient was in heart block. The lead was capped and replaced. No patient complications have been reported as a result of this event. It was further reported by the patient that they experienced syncope due to a faulty lead wire. The patient also reported that they fell, had to go to the hospital and heard loud noises. The patient stated that the experience was very traumatic.